Event description:
On 09/08/2008, the pt reported that since about 3 months she has had 6 painful insertions and when she pulls her insulin infusion headset out, the cannula is kinked. She stated she has received occlusion messages on her insulin infusion device and has had elevated readings between 200-489 mg/dl with her normal range being below 140 mg/dl. She said her only symptom was dry mouth. The pt stated it is possible she has inserted some of the headsets into scar tissue but she inserted the last headset into an area she had not used for a month. During troubleshooting, the pt stated she changes her headset every 3-3 1/2 days. She was advised to use her headsets no more than 3 days. She stated she does not pinch her skin to insert her headset and was advised to do so. She stated she resolved the issue by changing her infusion headset. The pt was sent courtesy infusion sets and an insertion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.